Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that outside of a cryoablation procedure, a hair was found in the packaging of the mapping catheter, compromising the catheter's sterility. It was noted that the account never used the mapping catheter. There was no case and therefore no patient in volvement.

Manufacturer narrative:
Product event summary: the mapping catheter, 990063-020 with lot 210363716, was returned and analyzed. Visual inspection of the catheter showed the introducer had a hair within the sealed sterile packaging. The introducer was not used for the procedure and was replaced. In conclusion, the reported sterility issue was confirmed through testing. The mapping catheter, 990063-020 with lot 210363716, failed the inspection due to a hair being within the sealed sterile packaging.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.